Event description:
Our granddaughter who has had a brain tumor and stroke is somewhat limited in her walking and use of right hand. We purchased a rifton adaptive tricycle new from the manufacturer. The manual gives no warnings as to tipping of this tricycle. Our granddaughter was riding this device on a smooth paved surface (unused parking lot) and tipped over by apparently turning the wheel too sharply at some speed that allowed this to happen. Fortunately she was wearing a helmet and except for a few scrapes was ok. We called the company, rifton, and they only told us that we should provide better supervision. We have seen video of another tricycle company, tidynamic, that has installed a steering limiter on their tricycle to prevent tipping by limiting how sharply one can turn the steering wheel. Obviously rifton needs to do the same but so far is unwilling to even discuss some alternative to "better supervision".